Event description:
Follow-up from the physician's office revealed that the cause of the lack of efficacy was a result of the previous vns causing pain during stimulation. Discomfort was experienced by the patient prior to the surgery to remove vns. The physician indicated it was unknown if the cause of the discomfort was due to the presence of the device or migration. A portion of an operative note from the explant surgery was provided which did not provide a cause for the migration of the device. It was unknown whether the patient experienced the voice alteration and vibration also when the device was turned on. The physician was unable to clarify the cause of the reported vibration of the device. It was provided that the surgery to remove the device was to relieve patient discomfort and was not to prevent a serious injury.

Manufacturer narrative:
.

Event description:
It was previously reported that a patient's device was removed due to lack of efficacy. Clinic notes were received (B)(6) 2016 in relationship to vns re-implant surgery. The notes provided additional information that the vns was previously believed to be non-effective and the patient then wanted the device to be explanted due to discomfort from the device as well as migration. The patient also reported that she experienced voice alteration and vibration of the device, and the device was referred for explant due to this as well. The generator and lead had been explanted on (B)(6) 2013 and were returned to the manufacturer for analysis. The generator output signal was monitored and results showed no signs of variation in the generator's output signal demonstrating that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the generator performed according to functional specifications. The downloaded generator data revealed that 34.825% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Some of the lead assembly, including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. There is no evidence to suggest an anomaly with the returned portion of the device. No additional relevant information has been received to-date.